Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported impact to the customer's blood glucose (bg) level. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer reverted to an alternate method of insulin therapy.